Manufacturer narrative:
The device had entered backup vvi operation mode while still in its original packaging. The device was successfully restored from backup vvi and tested on the bench. Pacing, sensing, impedance, high voltage output, patient notifier were tested, and no anomaly was detected. The device passed memory testing as expected. The reset could not be reproduced in the lab; hence the root cause of the event remains undetermined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the new implantable cardioverter-defibrillator was distributed to an outpatient surgical center. The device was found in backup vvi mode. The device was not used. No patient was involved.